Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient had a follow-up CT scans up to four year post index procedure. All follow-up cts showed aaa was stable and the stent graft was in place. There was notation of a type ii endoleak. The patient was then lost to follow-up. It was reported that the patient presented recently to the hospital with a ruptured aneurysm, a CT performed showed the stent graft had migrated and the aneurysm had ruptured. It was reported that the patient expired. No further information was provided.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (death, migration, rupture, endoleak). Patient's condition affected effectiveness of device (patient was lost to follow-up. Anatomy related; type 2 endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (patient was lost to follow-up. Anatomy related; type 2 endoleak).